Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 10mm in length, de novo, concentric target lesion was located in the severely tortuous, moderately calcified and 2.5mm in diameter obtuse marginal. The lesion contained a >45 and <90 degrees bend. A 3.5 non-bsc guide catheter and a non-bsc guide wire were advanced. The lesion was predilated with a 2.50x8mm balloon catheter. Following predilation, residual stenosis was 70%. A 2.50x12mm promus element ¿ stent was selected; however, significant resistance was encountered while crossing through the lesion. It was noted that the shaft broke. The procedure was completed a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a stent protector and mandrel inserted. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. The hypotube was broken 200mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. It was specified in the cardiovascular tab that the physician encountered resistance during the advancement of the device. The damage identified during the product analysis is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 10mm in length, de novo, concentric target lesion was located in the severely tortuous, moderately calcified and 2.5mm in diameter obtuse marginal. The lesion contained a >45 and <90 degrees bend. A 3.5 non-bsc guide catheter and a non-bsc guide wire were advanced. The lesion was predilated with a 2.50x8mm balloon catheter. Following predilation, residual stenosis was 70%. A 2.50x12mm promus element ¿ stent was selected; however significant resistance was encountered while crossing through the lesion. It was noted that the shaft broke. The procedure was completed a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).